Manufacturer narrative:
Concomitant medical products: non-used 10 dual cap set, non-used 20043e, lot # 19015965, exp: 2020-01-17, non-used smith¿s medical ref mx453sl, lot # 3775500, exp: 2020-02-25; non-used smith¿s medical ref 4042-2 3ml syringe, lot # 3743917, exp: 2021-12-18. The customer report that the maxzero leaked was not confirmed based on testing performed on both the as-received maxzero valve samples. No leaks or issues were observed with air pressure introduced through the valves from both directions. Although no issues were observed during initial testing, the received valve samples were also inspected/investigated by r&d engineering along with other same customer received samples for similar reported maxzero leak issues. A used syringe from one of the other received samples was noted to leak at the engagement of the syringe and all maxzero valve samples among the customer received samples. The noted leak will be further investigated and documented in its respective file, (B)(4).

Event description:
It was reported that 2 disposable devices leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm.